Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause is inconclusive. Per the abbott rep, the patient information is not available as the patient was never implanted with the cardiomems sensor. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
Additional information was unable to be obtained due to the cardiomems sensor not being implanted. The abbott rep confirmed that the event required the administering of medication (unknown) and imaging was obtained (unavailable).

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
During the cardiomems implant procedure, the physician was attempting to introduce the 0.18 platinum plus guidewire into the implant target implant site when the patient coughed and noted hemoptysis. The airway was suctioned and per the physician a repeat angiogram was done, and a perforation was noted. The patient went into cardiac arrest, CPR was started, return of spontaneous circulation, and then the patient was cannulated for ECMO. The patient passed away later that evening in the cvicu. Per the physician, the perforation was caused by the 0.18 platinum plus guidewire, not the cardiomems delivery system. The cardiomems sensor was not used or implanted. Pending requested information from the clinic.